Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when suturing the peritoneum under laparoscopy during a laparoscopic hernia procedure, three sutures broke. Another suture was used. There was no patient injury